Manufacturer narrative:
An investigation was performed and it was discovered that both devices were in boxing at the same time. This was on operator and inspector error. It was found to be a typographical error. Both manufacturing and inspection have been notified.

Event description:
The rptr indicated that two registration forms had the same model/serial number. There was no pt involved in this event.